Event description:
A customer contacted beckman coulter inc., (bec) and reported a spill of bleach and waste from the bellows on the coulter lh 750 hematology analyzer. The customer stated that the needle bellows was not draining and there was no sample aspiration. The user was wearing a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. No patient results were affected and there was no change to patient treatment. No death or injury is associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) replaced check valves and verified the instrument operation. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause is attributed to two check valves which prevented the bellows from draining properly. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to clarify that the basis for reporting this event was the unflagged hemoglobin (hgb) and platelet (plt) results generated by the instrument which were discovered during beckman coulter review of the customer supplied data. In case of the nrbc results of the original report, the instrument performed as intended and alerted the operator appropriately with instrument generated flags, suspecting the results generated therefore it is not considered as an instrument malfunction.